Event description:
The user facility reported an employee received a chemical burn from their v-pro max sterilizer. The injured employee sought medical treatment and has returned to normal work duties. No report of procedural delay or cancellation.

Manufacturer narrative:
A steris field service technician arrived onsite, inspected the unit, and was unable to identify an issue with the sterilizer. The technician was informed a broken biological test was in the sterilizer and leaked fluid onto the outside of a peel pack. Peroxide then bonded to the fluid. After the cycle completed, an employee reached into the sterilizer, without proper ppe, and received a chemical burn. Pages 22 and 47 of the operator manual states, "any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide," and "steris recommends (in accordance with ansi/aami st58, 2005) using chemical-resistant gloves when removing or installing sterilant cup. Observe all hydrogen peroxide handling precautions." Steris has provided in-service training with the user facility.